Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. A revision procedure was to be performed, however, the patient with this device system was reportedly enduring atrial fibrillation (af) and the physician elected to postpone the procedure. To date, no adverse patient effects were reported as a result of this clinical observation.